Manufacturer narrative:
The complaint of slow retraction and leakage beyond the septum could not be confirmed from the one sealed unit from lot 5171717 returned with an additional empty package from the same lot. A functional test of the returned sample revealed that the needle would fully retract, and the retraction time was within specification. A leak test of the IV catheters revealed no leaks for lot 5171717. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Slow safety & spill blood after pulling off with a syringe. When the IV accesses the vein there is a backflow of blood out of the back of the catheter. I have not been keeping track of exact dates that these items have come to me but can do so moving forward. There has been no patient/staff harm at this time. The mess that we have encountered is significant as well as the stress we are causing for the patients as they see the blood all over the nurses and the bed.